Event description:
It was reported that, while withdrawing a 4.0x120mm 135cm chocolate pta catheter, the balloon/metal cage got caught inside a freshly deployed smart stent placed earlier in the same case. It was noted that as the balloon was pulled out, the smart stent started to elongate so further withdrawal was abandoned. At this time, the physician inserted 2-3 wires to accomplish ballooning around the chocolate balloon with the intent of releasing it from the plaque. It is at this time that the metal cage disengaged from the chocolate balloon. The balloon was withdrawn and a gore cover stent was deployed to press the metal cage against the wall of the smart stent to secure it with good blood flow results in the leg. The physician also used another chocolate balloon to treat the tibial artery successfully. There was no patient injury reported and the procedure ended successfully.

Manufacturer narrative:
The actual complaint unit was inspected under the microscope. The constraining structure was no longer present on the device except for the bonded regions. At the proximal constraining structure bond every constraining structure connector (cs) was broken. The distal constraining structure bonds were inspected under the microscope. No bond delamination was observed on either the distal or the proximal constraining structure bond. Necking was observed along the distal shaft suggesting force was used to pull the catheter. This is indicative of force applied longitudinally along the catheter which would correspond with the complaint. The lot history records and inspection records have been reviewed and did not indicate any out of specification conditions for the proximal and distal cs bond with all results within specification and there is no indication ofa manufacturing or product defect. It is likely that the use of the device in the presence of a freshly deployed stent contributed to the device getting caught.